Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to get any green lights on the telemetry portion of the monitor during a manual transmission. Further follow-up with the clinic could not confirm a successful transmission/telemetry. The device remains in use. No patient complications have been reported as a result of this event.